Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during bolus and basal delivery. The customer's blood glucose (bg) level was 268 mg/dl at time of report, and was addressed via a bolus using the pump. The customer successfully loaded a cartridge and resumed insulin delivery.